Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject i.d: (B)(6). Associated study: (B)(6). Clinical adverse event received for superficial wound infection. Event is serious and is considered moderate in severity. Event is not related to device and is related to procedure. Doi: (B)(6) 2018. Doe: (B)(6) 2018. This event is considered ongoing. Left knee. Patient was hospitalized, underwent irrigation and debridement. Plan to do soft tissue plastic coverage in future (about a week).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.